Manufacturer narrative:
This report is to correct the serial number. Initial report was submitted as akk016238. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant the helix would not extend. Lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.